Event description:
Initially, the customer reported false positive results with the anti-d of ih-card abo/d(dvi-)+rev. B. Then the customer informed us that not the anti-d but the control well yielded a false positive result. The customer tested manually using ih-reader 24. While our quality control laboratory was waiting for the product sample to be returned by the customer, they tested 96 cards of their retention sample with known rhd negative donor samples and the rhd negative ih-basic qc sample #1. A 1+ positive reaction occurred in one case and a questionable reaction occurred in another case. Both results were observed with donor samples. And these unexpected results were observed in the anti-d wells and not the control wells. All other results were clearly negative, both in anti-d and control well. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. The customer returned 216 ih cards of the allegedly defective lot of ih-card abo/d(dvi-)+rev. A1, b for investigational testing. The testing was performed using ih-cell a1&b lot #9222011, ih-liss rack lot #76000.0000020 and ih-basic qc lot # 78110.0000037. When we received the complaint sample it was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. We did not observe any abnormality. We did not observe any dried gel columns in the complaint sample of customer. Because the complaint was already confirmed by testing the retention sample of the supposedly defective lot, it was not serologically tested after the visual inspection. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The complaint was confirmed due to the test results of quality control laboratory. The visual inspection of the complaint sample met all acceptance criteria, neither dried gel columns nor insufficient filling heights were observed. Within our testing of the retention sample we observed one question mark result and one 1+ false positive reaction. Both results were observed with donor samples in the anti-d wells. This issue has already been addressed in internal quality notification (B)(4).

Manufacturer narrative:
This is our combined initial and final report on this incident.